Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The leak was able to be confirmed as there was a rupture noted in the balloon. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after an uneventful device preparation, the fox plus balloon dilatation catheter was taken to the heavily calcified long lesion in the superficial femoral artery. Blood was noted coming back through the catheter, so the device was removed without issue. A 3.0x20mm fox plus balloon dilatation catheter was used successfully. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.